Event description:
The patient became delirious and non-responsive following a refill session. The intrathecal dosage had been increased. When the patient was administered narcan, he became combative. The pump was used to deliver morphine 50 mg/ml. The drug concentration had been increased from 25 to 50 mg/ml and a bridge bolus had been programmed. The patient was admitted to the hospital. The hcp had not ruled out oral medications or the pump as the cause of the event. The hcp wanted to program the pump to the minimum rate. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.